Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that all tamper seals were intact. A review of the event history log was unable to confirm the reported event. Functional testing of the device was performed, and was able to confirm the reported event of "dso voltage stuck". The event was verified by testing the dso voltage. The cause of the issue was unable to be determined. As a preventive maintenance, the downstream sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that on initial use of the device, the downstream occlusion sensor voltage was stuck at 137-138mv. There was no patient involvement reported.